Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher was chewing up the plastic carrier. Patient was under anesthesia during the delay, though it was reported there was no harm to patient. No adverse events have been reported as a result of this malfunction.

Event description:
It was reported that the mesher was chewing up the plastic carrier during surgery. There was no harm to patient; there was no delay. Surgeon did not want to take an additional skin graft, so he used the "ripped" one. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and replaced and resolved the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.